Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and significant shallowing of ac. Due to excessive vault, significant reduction of iridocorneal angles and significant shallowing of ac the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
G4 - premarket identification PMA/510(k): p030016 combination product corrected to no in initial MDR. H6 - health effect - clinical code (e): 4581 - significant reduction of iridocorneal angles and significant shallowing of ac. Claim # (B)(4).